Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of rash ('rashes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced amnesia ("memory loss"). On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), impaired healing ("healing disorders"), myalgia ("constant muscle pain (left side and abdomen)") and gastrointestinal motility disorder ("bowel movement disorders") and was found to have weight increased ("weight gain (10 kg)"). The patient was treated with surgery (essure removal). At the time of the report, the rash, amnesia, weight increased, impaired healing, myalgia and gastrointestinal motility disorder outcome was unknown. The reporter provided no causality assessment for amnesia, gastrointestinal motility disorder, impaired healing, myalgia, rash and weight increased with essure. The reporter commented: date of incident was reported as (B)(6) 2018 (unspecified). The bowel movement disorders were worse during pre-menstrual period. Sample was available. Device similar incident listing (dsil) comment. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: rash analysis in the global safety database revealed 504 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Amendment: the report was amended for the following reason: amendment: essure was removed. No new follow-up information was received from the reporter. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of rash ('rashes') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced amnesia ("memory loss"). On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), myalgia ("constant muscle pain left side and abdomen"), gastrointestinal motility disorder ("bowel movement disorders") and impaired healing ("healing disorders") and was found to have weight increased ("weight gain 10 kg"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the rash, myalgia, gastrointestinal motility disorder, weight increased, impaired healing and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, gastrointestinal motility disorder, impaired healing, myalgia, rash and weight increased with essure. The reporter commented: date of incident was reported as (B)(6) 2018 (unspecified). The bowel movement disorders were worse during pre-menstrual period. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other health professional is not possible. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of rash ('rashes') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no nickel or titanium allergy. No major past medical history. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced rash (seriousness criteria medically significant and intervention required), myalgia ("constant muscle pain (left side and abdomen)"), gastrointestinal motility disorder ("bowel movement disorders, increased transit issues"), impaired healing ("impaired wound healing") and amnesia ("memory loss") and was found to have weight increased ("weight gain (10 kg)"). The patient was treated with surgery (essure removal by bilateral salpingectomy with resection of interstitial portion). Essure was removed on (B)(6) 2018. At the time of the report, the rash, myalgia, gastrointestinal motility disorder, weight increased, impaired healing and amnesia outcome was unknown. The reporter considered amnesia, gastrointestinal motility disorder, impaired healing, myalgia, rash and weight increased to be related to essure. The reporter commented: events had started on date of essure insertion. Essure (lot number unknown) removed on (B)(6) 2018 at patient's request and due to medical reason. The bowel movement disorders were worse during pre-menstrual period. No follow up report is available 5 months after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other health professional is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: reporter provided questionnaire on essure removal: patient (67kg) had no nickel or titanium allergy. No major past medical history. Essure insertion date added. Events had started on date of essure insertion. Essure (lot number unknown to reporter) removal on (B)(6) 2018 by (specified:) bilateral salpingectomy with resection of the interstitial portion at patient's request and due to medical reason. No follow up report is available 5 months after removal. Reporter considered the events were related to essure. On 25-mar-2020: no new information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of rash ('rashes') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no nickel or titanium allergy. No major past medical history. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced rash (seriousness criteria medically significant and intervention required), myalgia ("constant muscle pain (left side and abdomen)"), gastrointestinal motility disorder ("bowel movement disorders, increased transit issues"), impaired healing ("impaired wound healing") and amnesia ("memory loss") and was found to have weight increased ("weight gain (10 kg)"). The patient was treated with surgery (essure removal by bilateral salpingectomy with resection of interstitial portion). Essure was removed on (B)(6) 2018. At the time of the report, the rash, myalgia, gastrointestinal motility disorder, weight increased, impaired healing and amnesia outcome was unknown. The reporter considered amnesia, gastrointestinal motility disorder, impaired healing, myalgia, rash and weight increased to be related to essure. The reporter commented: events had started on date of essure insertion. Essure (lot number unknown) removed on (B)(6) 2018 at patient's request and due to medical reason. The bowel movement disorders were worse during pre-menstrual period. No follow-up report is available 5 months after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the other health professional is not possible. Most recent follow-up information incorporated above includes: on 18-nov-2020: quality-safety evaluation of ptc we received a device sample in this case. A technical investigation was conducted, including a review of complaint records and other relevant data; should any new and reportable information that becomes available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of rash ('rashes') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced amnesia ("memory loss"). On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), impaired healing ("healing disorders"), myalgia ("constant muscle pain (left side and abdomen)") and gastrointestinal motility disorder ("bowel movement disorders") and was found to have weight increased ("weight gain (10 kg)"). The patient was treated with surgery (essure removal). At the time of the report, the rash, amnesia, weight increased, impaired healing, myalgia and gastrointestinal motility disorder outcome was unknown. The reporter provided no causality assessment for amnesia, gastrointestinal motility disorder, impaired healing, myalgia, rash and weight increased with essure. The reporter commented: date of incident was reported as (B)(6) 2018 (unspecified). The bowel movement disorders were worse during pre-menstrual period. Sample was available. Device similar incident listing (dsil) comment. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: rash: the analysis in the global safety database revealed 506 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Most recent follow-up information incorporated above includes: on 13-dec-2019: initials and date of birth added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of rash ('rashes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced amnesia ("memory loss"). On an unknown date, the patient experienced rash (seriousness criterion medically significant), impaired healing ("healing disorders"), myalgia ("constant muscle pain (left side and abdomen)") and gastrointestinal motility disorder ("bowel movement disorders") and was found to have weight increased ("weight gain (10 kg)"). At the time of the report, the rash, amnesia, weight increased, impaired healing, myalgia and gastrointestinal motility disorder outcome was unknown. The reporter provided no causality assessment for amnesia, gastrointestinal motility disorder, impaired healing, myalgia, rash and weight increased with essure. The reporter commented: date of incident was reported as (B)(6) 2018 (unspecified). The bowel movement disorders were worse during pre-menstrual period. Sample was available. Device similar incident listing (dsil) comment. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: rash analysis in the global safety database revealed 506 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.